Event description:
General report received of unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications, via gravity. The tubing sets were connected to unspecified devices. After unspecified lengths of time, it was reported that while refilling the burette of the tubing set with solutions, the float valves in the burette closed resulting in no flow. There were no reported adverse pt effects and no reported delay of therapy critical to these pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from an unspecified lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.